Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The 57 psi and l2 cutter solenoid were replaced for diagnostic purposes. Preventive maintenance was performed, and the latch seal, cpu battery, and cpc fittings were replaced. The system was then tested and met all product specifications. A root cause has not been identified. (B)(4).

Event description:
A customer reported during a vitrectomy procedure the cutter would lock up, causing aspiration to cease after some minutes of use. The surgery was completed using the same system. There was no harm or injury to the pt. Additional info has been requested.